Event description:
During a prostatectomy radical vedeo laparoscopic procedure, the shaft broke during procedure. It was removed from the pt and he did not have any injuries. No further information was provided. Not noted how case completed. No pt consequence.